Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred approximately 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The physician prescribed the patient prophylactic antibiotics, levofloxacin (500 mg, 1 dose, intravenously (IV), and vancomycin (1 g, 1 dose, IV). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient restarted treatment with new supplies however the patient opted to end treatment early. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a companion sample from the reported lot was returned to the manufacturer. The sample was subjected to a laboratory leak test. No external leak, other damage, or irregularities were detected on the sample. Therefore, the reported issue could not be confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred approximately 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The physician prescribed the patient prophylactic antibiotics, levofloxacin (500 mg, 1 dose, intravenously (IV), and vancomycin (1 g, 1 dose, IV). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient restarted treatment with new supplies however the patient opted to end treatment early. The complaint device was reported to be available to be returned to the manufacturer for evaluation.